Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
This report pertains to one of three devices used during the same procedure. Manufacturer report #3005099803-2017-01716 pertains to the first trapezoid¿ rx basket, manufacturer report #3005099803-2017-01717 pertains to the second trapezoid¿ rx basket, and manufacturer report #3005099803-2017-01718 pertains to the third trapezoid¿ rx basket. It was reported to boston scientific corporation that a trapezoid¿ rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) on (B)(6) 2017. According to the complainant, during preparation, the first and second trapezoid¿ rx baskets were opened and were found that the handle cannula was detached on both devices. The third trapezoid¿ rx basket was opened and inserted into the common bile duct. However, the handle cannula detached while the device was being used inside the patient. A stone was not captured with the device, and the basket was removed from the patient with the endoscope. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿stable.¿

Manufacturer narrative:
Visual evaluation of the returned device found that the basket was in an extended position and the basket tip was intact. The side car-rx (guidewire lumen) presented pushback out of specification. Additionally, residues are present indicating use and handling. Further evaluation found the handle cannula have been pulled out of the finger ring portion of the handle assembly and had been pushed forward into the distal end of the handle assembly. Dimples were visible on the handle cannula and were properly located. Drag marks were present from the proximal and distal screw toward the proximal end indicating that the cannula was forcibly pulled out from the set screws. The evaluation concluded that during the procedure, excessive manipulation of the device and interaction with the scope or other devices most likely contributed to the failure side car-rx pushback and handle cannula detached/separated. Additionally, the handle cannula was pulled out of the finger ring portion, probably due to excessive force applied to the handle. Moreover, residues were found in the distal section of the device indicating use and handling. Therefore, the most probable root cause of this complaint is "operational context" since due to anatomical and/or procedural factors encountered during the procedure, performance was limited. The device history record (DHR) review found the device met all manufacturing specifications.

Event description:
This report pertains to one of three devices used during the same procedure. Manufacturer report #3005099803-2017-01716 pertains to the first trapezoid¿ rx basket, manufacturer report #3005099803-2017-01717 pertains to the second trapezoid¿ rx basket, and manufacturer report #3005099803-2017-01718 pertains to the third trapezoid¿ rx basket. It was reported to boston scientific corporation that a trapezoid¿ rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) on (B)(6) 2017. According to the complainant, during preparation, the first and second trapezoid¿ rx baskets were opened and were found that the handle cannula was detached on both devices. The third trapezoid¿ rx basket was opened and inserted into the common bile duct. However, the handle cannula detached while the device was being used inside the patient. A stone was not captured with the device, and the basket was removed from the patient with the endoscope. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿stable¿.